Event description:
It was reported when the physician was removing the yellow stylet during the procedure, a short dark hair was noticed within the clear plastic at the top of the 20 gauge needle. Reportedly, the physician used a hemostat or similar tool to remove the hair and then flushed the top of the needle with saline. Ancef was administered for prophylactic purposes. The patient was fine at the time and there have been no signs of infection. No additional information was reported.

Manufacturer narrative:
Method- device not returned, followed up with company representative.